Event description:
It was reported that during the implant the helix was sticking out prior to being placed in the patient and a cardiac perforation was noted on the right ventricular (rv) lead. The physician elected to explant and replace the rv lead. The patient was in unknown condition.

Manufacturer narrative:
The reported event of helix mechanism issue was confirmed. As received, a complete lead was returned in one piece for analysis. The cause of the reported helix event was isolated to an overtorqued inner coil, consistent with procedural damage and a clogged helix. No other anomalies were seen.

Manufacturer narrative:
Correction: the cardiac perforation was already reported in 2017865-2024-65441 submitted on sep 20, 2024.

Manufacturer narrative:
Correction: the cardiac perforation was already reported in MDR-2024-41236 submitted on sep 20, 2024.

Event description:
It was reported that during the implant the helix was sticking out prior to being placed in the patient was noted on the right ventricular (rv) lead. The physician elected to explant and replace the rv lead. The patient was in stable condition.